Manufacturer narrative:
Event summary: the returned failure files showed system notice (# (B)(4)) was received indicating that ¿the safety system detected fluid in the catheter and stopped the injection¿ for the date of the event. Upon visual inspection of catheter 2af283/29649, results showed the blood inside the catheter. Smart chip verification indicated the catheter was not used. System notice # (B)(4) was triggered right after connecting the catheter to the console. Unable to perform the performance test due to persistent system notice # (B)(4). Opening the catheter revealed blood inside the handle. Dissection showed a guide wire lumen breach at 1.88 inches from the tip inside the balloons. In conclusion, the reported system notice # (B)(4), ¿the safety system has detected fluid in the catheter and stopped the injection¿ was confirmed through data analysis and testing. The balloon catheter failed the returned product inspection due to guide wire lumen breach and kink. If information is provided in the future, a supplemental report will be issued.

Event description:
Following analysis of the product/clinical data, out of specification findings were discovered. The balloon catheter was reassessed for reportability.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.